Event description:
It was reported that the manifold assembly is sticking. Per independent repair center statement, unit alarming or red light. The key failure was the valve manifold for the manifold assembly was sticking.